Manufacturer narrative:
(B)(4). The development of the zenith device followed and successfully completed all verification and validation activities showing the device has met the design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les) or an amplatz ultra stiff guide (aus). Use of these specific wire guides could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. Specific to this case, the IFU provides guidelines for patient selection stating: additional considerations for patient selection include but are not limited to: non-aneurysm infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm; with an angle less than 60 degrees relative to the long axis of the aneurysm; and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter." A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worse case severity occurring from this failure mode. (B)(4). An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently release tension from the trigger wire allowing it to be removed. This was effective on february 06, 2009. One used delivery system including: subassembly and top cap trigger wire assembly was returned to assist with investigation. The proximal (top cap) trigger wire was examined. A distinctive "s" bend was noted to be present on the proximal end of the wire. This type of bend has been seen previously in similar cases. It was also noted in this device that the set screw was missing from the black trigger grip, upon receipt at cook inc. It is unknown if this occurred during the case or during manufacturing, and would explain why the trigger grip became removed from the wire during the case. An indentation in the sideport of the top cap was observed as well, this type of deformation of the top cap has been noted previously in similar cases. A long term solution has been identified and is currently in the process of being implemented. (B)(4). We will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. Although the patient's anatomical form was suitable for aaa repair, the access vessel was extremely tortuous. The main body contralateral limb was deployed. The physician then removed the safety lock from the black trigger wire release mechanism and attempted to remove the black trigger wire to deploy the suprarenal stent. However, the trigger wire separated from the trigger wire release knob. The knob was removed off the handle but the black trigger wire was unable to be removed. The physician tried to remove the trigger wire holding the wire with a forceps but it did not move. To release the trigger wire tension, the physician loosened the pin vise and slightly pushed the gray positioner with top cap fixed. Then, the trigger wire was removed. There was no adverse effect to the patient.